Event description:
It was reported that during a calibration test on the epg (external pulse generator), the sensitivity was found to be out of range, and it did not capture correctly. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).